Event description:
It was reported that during in service demonstration at the hospital, it was discovered that the tip of the repositioning forceps was broken off.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event of the points deform and break off for straight reduction clamp could be confirmed. Based on the investigation, the root cause zaehne spitz bending was attributed to a user related issue. In regard of the results on bml 12-169: variax clavicle reduction clamp: corrosion and cyclic strength test [2] and memo v12073_500: variax clavicle clamp and forceps: cyclic strength test [3]. We can conclude that the root cause of the failure mode ref#703822 straight reduction clamp - zaehne spitz bending (tip bending) is due to ¿user related¿. The straight reduction clamp shall be use only on bone material. In the event of a use in a material with a yield strength superior as the bone the failure mode zaehne spitz bending could occur. [2] memo v12073_500: variax clavicle clamp and forceps: cyclic strength test. [3] bml 12-169: variax clavicle reduction clamp: corrosion and cyclic strength test. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
It was reported that during in service demonstration at the hospital, it was discovered that the tip of the repositioning forceps was broken off.